Event description:
About two weeks prior to the date of this report, it was stated the device was working ¿too well¿ since the patient had to take stool softener. As of the date of this report, it was reported the patient was still having concerns with their device or therapy, but had not sought further help. It was stated that the device did not seem to be keeping the patient¿s fecal incontinence in check. The patient thought it was working sometimes and then was glad they were wearing pads to catch the fecal matter. It was also noted that when the patient would wipe their buttocks after urinating, there was a large amount of stool there. This was how the patient determined that ¿this thing was not working.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0c135, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).